Manufacturer narrative:
(B)(4) (persisting back pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, patient was admitted to the facility where the surgeon performed spine fusion surgery using rhbmp2 on the lumbar region of his spine from vertebrae l2 to l4. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., over the transverse processes). "Following his second revision surgery, patient continued to have significant pain across his low back with radiation into his right hip, and down both lower extremities" .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.